Event description:
It was reported that the right ventricular (rv) lead had high impedance, possible fracture and delivered an inappropriate shock due to oversensing. The pace/sense portion of the rv lead was capped and replaced, and the high voltage coil remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Also noted was oversensing due to non-physiologic signals/sic (sensing integrity counter) and indicated the unexpected delivery of a ventricular tachyarrhythmia therapy.